Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac and superficial femoral artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at when the pressure was increased about 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.